Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was really slow and sluggish and user informed this extended login time had caused critical delays in removing or administering medications from the pyxis machine. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was really slow and sluggish and user informed this extended login time had caused critical delays in removing or administering medications from the pyxis machine. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was slow. A field service engineer (fse) confirmed with the customer that three and north was sluggish, so were other stations as well. So, the fse moved into three in north but could not found any lag in remote session. Then the fse checked two other stations and there was the same thing, no lag was there. Further the fse mentioned that the fse was not sure if this was an internal issue with information technology (it) as they made changes with the switches. The system functioned as intended.